Event description:
Reportedly, this ring was explanted after approx a 4 month implant duration due to a paravalvular leak and mitral regurgitation.

Manufacturer narrative:
F1: user facility, f2: unk, f3: henery ford hospital 2799 w. Grand blvd, detroit, mi 48202, 313-916-2600, f4: see e1, f5: see e1. H6: #86: device not returned.